Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain"), alopecia ("alopecia"), loss of libido ("lack of sexual drive") and anger ("outburst of anger"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, headache, back pain, alopecia, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, back pain, genital haemorrhage, headache, hypersensitivity, loss of libido and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 646526). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain"), alopecia ("alopecia"), loss of libido ("lack of sexual drive") and anger ("outburst of anger"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anger, back pain, genital haemorrhage, headache, hypersensitivity, loss of libido and pelvic pain to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: essure lot number & reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. 646526). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain"), alopecia ("alopecia"), loss of libido ("lack of sexual drive") and anger ("outburst of anger"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anger, back pain, genital haemorrhage, headache, hypersensitivity, loss of libido and pelvic pain to be related to essure administration. Lot number: 646526. Manufacture date: 2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), back pain ("low back pain"), alopecia ("alopecia"), loss of libido ("lack of sexual drive") and anger ("outburst of anger"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, headache, back pain, alopecia, loss of libido and anger outcome was unknown. The reporter considered alopecia, anger, back pain, genital haemorrhage, headache, hypersensitivity, loss of libido and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.